Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced tamponade and pericardial effusion due to perforation from the right ventricular (rv) lead at implant. A tap of the pericardial space was required to drain the blood. The lead was revised to place the lead in the septum instead of the apex. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.